Manufacturer narrative:
Product was not returned for investigation. The cause of the delivery issue was patient condition related to artery bifurcation, based on provided clinical details.

Event description:
The user facility reported a 78 year old female patient in non-st elevated myocardial infarction was to be implanted with an impella cp device for mechanical circulatory support. It was reported a 14fr x 13cm sheath and they were able to place the sheath was placed with some difficulty. The impella cp was attempted several times to be inserted, but would never cross the bifurcation, and unfortunately the procedure was aborted due to access issue. The impella was unable to be inserted into any of the arterial vessels. No patient harm was reported.